Event description:
Covidien received information of ventilator with a inoperative graphic user interface (gui). The malfunction did not occur during pt use.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the customer reported issue. The cse replaced the gui printed circuit board assembly (pcba), which resolved the reported issue. Calibrations and full performance verification testing (pvt) all passed.